Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated the patient's weight at the time of the event was (B)(6). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver an unknown drug, indicated for spinal pain. It was reported that a patient's personal therapy manager (ptm) displayed the poor communication screen. The event occurred in (B)(6) 2017. Prior to the call, the reporter attempted to use the ptm without the antenna. Troubleshooting was done on the call; the ptm was moved away from sources of electromagnetic interference (emi). No out of box failure reported. There were no symptoms or patient complications reported. The call was transferred to repair and a replacement was sent to the patient. Additional information was received on 2017-jun-14. The patient reported that he had received a replacement ptm and it was not communicating with the pump just like his original ptm. It was noted that the patient was not using an antenna. The patient was advised to visit his doctor. Additional information was received from a healthcare provider (hcp), who stated that the patient called him regarding the issues with the ptms. The event information was reviewed. It was stated that the hcp would have the patient come in to get x-rays and check to see if the pump had potentially flipped. It was noted that a CT scan had been performed back in (B)(6), and it showed the pump was facing the correct way. No patient symptoms or complications were reported as a result of this event. Additional information was reported by the healthcare provider (hcp) on 2017-jun-28. It was reported that the results of the x-ray showed that the pump had flipped, "verted (rotated) back to usual orientation." The cause of the poor communication screen was that the pump had flipped and the plan was to re-anchor the pump "next week." It was noted that the personal therapy manager (ptm) worked and the poor communication had been resolved.